Event description:
It was reported that the patient had a pelvic fracture which caused the cup to move into the pelvis. It is unknown if any intervention or procedure was performed to correct the implant movement.